Event description:
While performing right shoulder arthroscopy, physician was using a mitex vapr lps suction electrode. After first use physician noticed piece size of a pencil point missing from the tip of electrode. Piece not seen in the patient's shoulder with arthroscopy camera. Removed electrode from the field, packaging collected, and returned to the manufacturer. No harm to the patient.